Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin, and noted that no additional assistance was necessary. Case was subsequently closed by technical support.